Manufacturer narrative:
This information was initially reported under MDR 0002242816-2024-00127 . This report is being submitted as a correction to reflect that more than one suspect medical device was involved in the event.

Event description:
It was reported by the sales representative that the patient experienced pain while using sflx-xl coilette. The patient indicated that the pain level was 7 or 8 out of 10.no further information has been reported. The sflx-xl coilette has not been returned for evaluation.